Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, px was admitted to hospital after he fell at home and the x-rays showed the implant fracture. Surgeon does not know how he came to fell i.e. If he stumbled and fell or if the implant failed and he fell because of that. A revision surgery was required to make a stem change. Bfarm case number: (B)(4).

Manufacturer narrative:
Due to the complaint does not alleged deficiency against the device, please void this report.